Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jul-09, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain indications. The reason for call was caller stated they have been trying to submit an mpxr to report the event but continues to get errors when trying to submit the report and is unable to do so. Mdt rep reported pt began seeing "settings unavailable" when trying to increase stimulation. Caller confirmed they were notified of the issue on 07/09/22. Caller stated they met with pt on (B)(6) 2022 and checked impedances and found that electrodes 8, 12, 13, 14, and 15 are out. Caller stated electrode 8, 13, and 14 had an impedances of 40,000 ohms. Caller mentioned they attempted to program with what electrode contacts were available but did not confirm if the issue was resolved. Tss provided caller with field it support's phone number to correct issue with mpxr system. On 2022-07-18, additional information was received from the manufacturer representative (rep) reporting that the cause of the settings not available message and high impedance issue was not determined. The patient could not recall a specific event that may have contributed to the issue. Actions taken to address these issues was the rep reprogrammed around the high impedances successfully.